Manufacturer narrative:
Citation: jedrzejek et al. 3d printing from transesophageal echocardiography for planning mitral paravalvular leak closure - feasibility study. Postepy kardiol interwencyjnej. 2023 sep;19(3):270-276. Doi: 10.5114/aic.2023.131481. Epub 2023 sep 27. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with a medtronic 29-mm hancock ii bioprosthetic valve implanted in the mitral position.  The authors noted the presence of paravalvular leak (pvl) from the anterior side of the valve.  After a 3d printing was created, the patient underwent surgery in which a non-medtronic occluder was implanted which successfully resolved the leak.  The patient was noted as alive one year post-operatively.  No further information pertaining to medtronic products was noted.